Event description:
Tubing on insulin delivery infusion set detached from set where insulin is infused into the body. This caused a failure of insulin to be infused into my body resulting in an elevated blood glucose. Fortunately my continuous glucose monitor alerted me to my rising blood glucose allowing me to evaluate and correct with an injection. New set tubing was installed and blood glucose control was successfully implemented. I have reported this to the MFR and they advised they have had other reports of loose tubing. They were advised that I would be reporting this to the FDA. Legal MFR: unomedical (B)(4). Distributor: (B)(4), product medtronic quick-set ref #mmt-393, lot #5122421, exp: 10/2018.